Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cradle/c-ring broke in half. No portion of the c-ring reported as dislodged form cannula. Opened up remainder of leg to complete case. No reported harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/06/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the clear tip of the cannula and c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. An investigation was conducted on 12/13/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula, cannula handle, c-ring, and jaws of the harvesting device. Evidence of charred material was also observed between the jaws of the harvesting device and on the heater wire. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The clear silicone insulation of the harvesting device jaws and the heater wire were observed to be intact with no visual defects observed. Based on the photographic inspection, returned condition of the device, and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000262459 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.